Event description:
Customer reported that an altitude alarm occurred on the pump, causing insulin suspension. Blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue once the customer waited an additional five minutes after resuming insulin. Technical support later confirmed that the pump resumed normal operation and provided tips to prevent future altitude alarms.